Manufacturer narrative:
Defective device requested for failure investigation.

Event description:
Imp ref # (B)(4).

Manufacturer narrative:
The central monitoring system (cns) intermittently freezes. Patient wave forms and numeric freezes. The customer must restart cns to resume monitoring. The unit was evaluated and the customer's complaint could not be confirmed. The hard drives were replaced as a precautionary measure. The software was upgraded to ver 02-40. All other functions were tested prior to returning to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.